Event description:
This lead was attempted but not implanted because the lead perforated the cs during implant. The patient was transferred to the operating room. This lead was explanted and the patient was stabilized. No lv lead has been placed at this time. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.